Event description:
Boston scientific received information that this patient was presented to the hospital following a syncope event. Electrocardiograms showed that the patient had sinus bradycardia. It was noted that the patient had not had the device checked since 2009 and interrogation revealed the single chamber device had been implanted for sick sinus syndrome as an aai pacemaker with an active fixation lead in the right atrium, however the nominal sensitivity values appeared to have been left for a vvi implant and not programmed to a value suitable for consistent p wave sensing. Subsequently p wave undersensing was observed with loss of right atrial capture. In addition, this patient developed av block. The fist degree hear block progressed to second degree heart block causing the ventricular rate to drop to 35 beats per minute, which was half of the programmer lower rate limit. The physician believed that the syncopal episode was related to the patients av block. The device sensitivity was reprogrammed which resulted in appropriate p wave sensing and consistent right atrial capture however the patient still had intermittently progressed into second degree heart block. An upgrade to a dual chamber device with a right ventricular lead is planned tentatively. It was confirmed that the patient had an underlying sinus bradycardia and was asymptomatic. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received noted that this device was explanted, and will not be returned. A new competitor lead and device were implanted with no issues. Should additional information become available, this investigation will be updated.